Event description:
It was reported that the pt's previous records from another clinic had been passed onto his present clinic, with the info that he had been having issues over a period of time. No such info had been passed onto med-el. The records in 2007, stated that channels 9-12 had been turned off as they either had high impedances, no sound percept or gave a shocking sensation. The pt's speech understanding in tests had decreased. The pt has been having issues with fluctuating impedances over a number of electrode channels - up to eight of them. Testing carried out in 2008, at the present clinic did not show any such issues (for the first time in two years) and the pt is hearing very well with his implant and is happy with the progress he has made. The pt is scheduled for further monitoring in six months time and the results will be sent to med-el. If there is any concerns over the stability of the device and/or pt's performance, an integrity test will be scheduled. As there were concerns over a possible device failure, a decision was made to report the complaint.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a f/u report.